Event description:
Nexus cmf was notified of an explant for (B)(6) pt scheduled on (B)(6)2014.

Manufacturer narrative:
(B)(6) notified nexus cmf of an explant surgery taking place on (B)(6) 2014. Nexus cmf has been unsuccessful in gathering details regarding the explant at the time of this document submission.